Event description:
It was reported the min side of the footswitch does not work. The unit was sent to the caller for testing after a case. The customer reported they swapped the entire system to continue with no pt consequence.